Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during the insertion of two intra-aortic balloon (iab) catheters in the cardiac center that the first one had its axes broken after completion of insertion procedure. The iab filled with blood into the balloon. It was reported that the second balloon event had its axes broken during the insertion due to the sheath which was too tight to easily insert the catheter into it. Finally, a third balloon catheter was inserted correctly. Indication for use was drop in pressure. This submission is for the 3rd iab used with no malfunction.